Manufacturer narrative:
Reported issue of clip difficult to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hemostatic resolution clip device was used for a procedure. According to the complainant, during the procedure, an issue occurred with the clip. The clip was difficult to release from the catheter. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.